Manufacturer narrative:
The device was returned to the resmed tech services and an evaluation was performed. The evaluation concluded that the device was operating as designed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed preference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing could not reproduce the reported issue of being unable to configure the breath synchronizing feature in the astral device. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
(B)(4).